Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2024 to treat functional mitral regurgitation (mr). Three clips were successfully implanted. At a later date, the patient was admitted to the hospital with heart failure and an increased mitral valve pressure gradient of 15mmhg. At the time of the procedure it was noted the pressure gradient was 7mmhg. The patient was experiencing fatigue and dyspnea.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2024 to treat functional mitral regurgitation (mr). Three clips were successfully implanted. At a later date, the patient was admitted to the hospital with heart failure and an increased mitral valve pressure gradient of 15mmhg. At the time of the procedure it was noted the pressure gradient was 7mmhg. The patient was experiencing fatigue and dyspnea.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Based on available information, the cause of the reported heart failure, mitral stenosis, fatigue, and dyspnea were unable to be determined. The reported patient effects of mitral stenosis, heart failure, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.